Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that during a shoulder arthroscopy procedure, the ablator was being used and the metal of the ceramic shaft fell off into the patient. Another item was available to complete the case. The case was completed successfully and the case was delayed 20 minutes.